Manufacturer narrative:
Omit a0401 - break (1069). Omit g07001 - part/component/sub-assembly term not applicable. Omit b21 - type of investigation not yet determined. Omit c21 - results pending completion of investigation. Omit d16 - conclusion not yet available. Additional information: device available for eval? Returned to manufacturer on. Device return to manuf .? Device eval by manufacturer? Imdrf annex a code. Imdrf annex g code. Imdrf annex b code. Imdrf annex c code. Imdrf annex d code. Correction: manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had door sensor broken & syringe door broken. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex g grid.

Event description:
It was reported that the device had door sensor broken & syringe door broken. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had door sensor broken & syringe door broken. There was no patient involvement.